Event description:
The patient was initially treated for a small abdominal aortic aneurysm (aaa) and thrombotic aorta on (B)(6) 2026 with the implant of an afx2 bifurcated stent graft (bsg), an afx vela suprarenal stent graft and an ovation ix iliac limb stent graft. The patient presented emergently on (B)(6) 2026 with a cold left leg due to left iliac limb occlusion where the afx2 bsg leg and the ovation ix limb stent graft overlapped. It was reported that the physician observed an acute bend. Reintervention was completed on (B)(6) 2026. The physician elected to perform a penumbra (non-endologix) thrombectomy and then re-lined the area with a gore (non-endologix) viabahn vbx balloon expandable endoprosthesis. Normal stent graft patency was restored to the limb and patient was doing well. The final patient status was reported to be stable post-secondary procedure. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.